Manufacturer narrative:
The subject device was not available for evaluation. Merit conducted simulated testing on rep product from merit inventory that had the same adhesive as the product involved in the incident. Testing of the inventoried product demonstrates that contact of the adhesive with any alcohol based product breaks down the adhesive, weakening the bond between the patch and the disk. The adhesive has been changed to one that is solvent resistant. The instructions for use include the caution statement. "Avoiding using alcohol or acetone based solutions when cleaning around or in the center ring of the revolution. These substances may weaken the device's adhesive."

Event description:
The complainant reported that the blue disk (retention device) separated from the adhesive patch. The biliary drain migrated out of the pt's body while the pt was still in the hosp. The biliary drain remained intact enough to reposition it. There was no harm or injury to the pt.